Event description:
It was reported that the right ventricular [rv] lead had a high sensing integrity count [sic] and noise for which a lead integrity alert [lia] was triggered. Electromagnetic interference was suspected to be the cause. The patient was checked again at a later follow up visit, and the physician feels that the issue has resolved as no more episodes were seen. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.